Event description:
It was reported that an edwards' mitral bioprosthesis was explanted at implant due to the calcium on the patient's annulus causing a big perivalvular leak so that when they did come off pump, the surgeon then went back on pump, explanted that 27mm and replaced it with a 29mm. The valve was discarded. Also reported that the surgeon seemed to completely understand the cause of the pv leak. No device quality deficiency alleged. Operative findings indicate, " the mitral annulus was very heavily calcified with a large calcium bar extending from the medial to the lateral commissures. This precluded valve repair because annuloplasty could not be performed satisfactorily...attempted replacement of the [native] valve with leaving the posterior calcium bar intact was performed first and a 27 mm pericardial tissue valve was implanted. Patient was weaned from bypass, but there was a large perivalvular leak posteriorly and a small one anteriorly because the valve sewing ring did not adequately conform to the calcified annulus. This required resumption of the cardiopulmonary bypass and the 27mm valve was explanted. The posterior annulus was aggressively debrided of the calcium bar, and this was then covered with an autologous pericardial patch and repeat mitral valve replacement with a 29mm pericardial tissue valve was then performed. The patient subsequently was weaned from bypass without incident. There was a tiny residual paravalvular leak at the posterior medial commissure area of the annulus, trace of mitral regurgitation, 6 mm gradient was measured".

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was learned that the device was discarded by the hospital and will not be returned for evaluation. The available information indicate no device quality deficiency related to this event. It is likely that the root cause of this explant is related to patient anatomy (calcium bar on the mitral valve), medical history, and procedural factors during the surgery. The explanted device was replaced with same model, but a larger size bioprosthesis, and no other patient complications were reported.